Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3014704491-2023-00226 was sent in error. (Damage such that it is not operable is not considered to be a reportable malfunction. MFR#: 3014704491-2023-00226 is void as a result.

Event description:
It was reported that the bd intima-ii IV catheter was damaged. The following information was provided by the initial reporter: when preparing infusion supplies in the treatment room, it was found that the structure of the indwelling needle was incomplete during sealing and could not be used normally.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii IV catheter was damaged. The following information was provided by the initial reporter: when preparing infusion supplies in the treatment room, it was found that the structure of the indwelling needle was incomplete during sealing and could not be used normally.